Manufacturer narrative:
On (B)(6) 2011, bec customer technical support (cts) remotely worked with the customer technician to locate the leak. The customer discovered that the tubing was off of the blood sample valve (bsv). The customer reconnected the tubing and ran a system test to verify instrument operation. The issue was resolved. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter hmx autoloader analyzer was leaking approximately 10 ml of diluent where the tubing had come off the blood sampling valve (bsv) at the wire marker 3 (wm3). The operator was wearing a lab coat, gloves and glasses at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.